Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the 8mm harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the teflon pad damage to be related to the customer reported complaint. Visual inspection was conducted and found a damaged teflon pad which exhibited thermal damage and broken off. A piece measuring approximately 0.110" x 0.386" was missing and not returned with the instrument. The root cause of this failure is attributed to mishandling/misuse. The following additional observation not reported by the site is also identified: the harmonic ace blade was found to have mechanical indentations and no material was missing. The root cause of this failure is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm harmonic ace instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. Verification of the event details via instrument logs cannot be performed at this time because there is insufficient information of the sequence number of the instrument. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: all fragments were retrieved during the same procedure and no additional surgical intervention was required. However, unintended fragments falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument suddenly stopped working the white plastic tip of the instrument was detached and fragments fell into the patient. All fragments were retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 06-oct-2021: reportedly, the 8mm harmonic ace instrument blade broke and fragments fell into the patient¿s abdomen. All fragments were retrieved immediately with help of the laparoscopic instrument. The harmonic ace instrument was used approximately 40-45 mins into use prior to the issue. The reporter noted that it was inspected prior to use. The instrument did not make contact with any other instrument or other hard material during the surgical procedure. The instrument was removed during the procedure and the instrument¿s wrist was straightened upon removal. No additional surgical procedure was performed and there were no post-operative tests performed to check for fragments retained in the patient. The procedure was completed and there was no allegation of patient injury. Additionally, the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.